Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10, h11. Corrected fields: b5, h6 (health effect ¿ impact codes). Additional contact info: e1: (B)(6). A getinge field service engineer (fse) replaced pneu cmpnt m luer 1/16tb, pneu cmpnt coupling str, pcb, iabp main board. Performed unit checkout. The unit passed all functional and safety tests. Returned the unit back to the customer. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: part number, serial number 06 , part number serial number n/a. These parts were received with a reported unit failure of giving error codes 45 and 65. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cs300 test fixture serial number and tested the parts to factory specifications per the cs300 service manual part number rev. W. After an extensive run-in time, the fat dept. Could not replicate the failure of error code 45 and 65. The parts passed testing. Retaining the parts in the fat dept. Per procedure number rev.ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) giving error code 45 and 65. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) giving error code 45 and 65. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) giving error code 45 and 65.